Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that "the arthroplasty was revised due to stiffness. The femoral and tibial components were revised. The components were implanted in situ for 1.56y." Reported devices were implanted in 2007 and explanted in 2009.